Event description:
It was reported the patient received the following results within 15 minutes: 330 mg/dl 11:25 am 09/jan/2026, 183 mg/dl 11:25 am 09/jan/2026, 148 mg/dl 11:23 am 09/jan/2026, 143 mg/dl 11:29 am 09/jan/2026.